Event description:
Additional information received noted that the right atrial (ra) lead was unable to capture. X-ray showed the lead had perforated.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead had perforated. The lead was explanted and replaced. The patient was stable.